Event description:
It was reported that the patient experienced a loss of therapeutic effect for the past several weeks. The patient had the implantable neurostimulator (ins) checked on (B)(6) 2012 and it was found that the impedances were low, indicating a short circuit. The ins was turned off and the patient's options were being considered. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2011. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).